Event description:
It was reported that during a bowel resection procedure, the instructions for use (IFU) could not be located by the or staff even though the back of the individual device box states to see the IFU. The surgeon planned on using the device on the anastomosis, but decided to try firing the device on gauze first since the IFU was unavailable. After doing so, he did not feel comfortable using it on the patient, so a competitive device was used instead. The case was completed with the competitive device. There were no patient consequences reported. The sales rep was informed that the IFU is located in the main sales unit box and not in each individual box. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.